Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger would not turn on or charge itself and they couldn't use it. The patient met with the manufacturer representative (rep) today in the office and they were told to call and get a new one. The green light was steady on the dock, but the battery lights were scrolling up and down and when they tried to press the power button, it would not do anything. The following troubleshooting steps were performed: hard reset the device off and on the dock. The patient confirmed that the dock was getting power, and they saw the green light on the back of the dock. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.